Event description:
It was reported by the edwards field clinical specialist that after bav, during a transapical tavr procedure, a new lbbb was noted. Bav was performed successful and the valve was deployed successfully in a 50:50 position with no pvl or cai. Reportedly following the implant of the valve a permanent pacemaker was implanted. It was noted that the physician determined the lbbb occurred post bav. Additionally it was noted that the patient had severe native valve calcification and moderate root calcification.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in clinical technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the reported heart block event cannot be confirmed. However, in addition to the procedure itself, patient factors (underlying heart disease including aortic stenosis, severe native valve calcification) may have caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, and no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.